Manufacturer narrative:
Unit passed displacement test, operating currents, selftest, off nopower and restart error test. However,unable to prime during prime and sensor test and motor error alarm during basic occlusion test due to faulty resistor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 380 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.